Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the analysis of the returned device found the helix is bent and stretched out of specification. The connector pin had to be straightened to allow removal of the stylet wire. The lead was received with the helix fully retracted and the distal conductor distorted within the connector. The distal conductor has been over-retracted in the connector. The stylet is bent and a fracture in 5 cm proximal section of the inner coil causing extension problems. Damaged at implant.

Event description:
It was reported that during implant attempt, the screw would not extend. The lead was not used. There were no patient complications reported as a result of this event.